Manufacturer narrative:
Additional information (07/20/2016): additional patient data was received. This was added.

Event description:
Additional discordant results were obtained with multiple methods on patient samples (B)(6) on the same original dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist pulled the results data for all samples and noticed there are more discrepant results than the ones identified by the customer. The ccc specialist instructed the customer to repeat all patient samples that were on the other instrument as no data for those samples were provided. The customer stated that only the repeat results were released for the patients. All quality control (qc) results provided recovered within their expected ranges. The ccc specialist aligned server 1 probes and reagent arms 1 and 2. The ccc specialist reset the instrument and the software came to ready state mode without errors. The ccc ran precision of the control for all tests, and all qc resulted within range. The ccc specialist instructed the customer to place new vials of the pediatric control for all 3 levels. The customer ran a precision study on triglycerides (trig), and total bilirubin (tbil) and singlets for all other assays, resulting satisfactory but the standard deviations were still high. The ccc specialist performed service methods testing but the issue was not resolved. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a system performance testing, which failed. The cse specialist removed and rebuilt the sample pump with solenoid 3- way valve and reseated the metering pump and o-ring. The cse specialist primed the system and completed a quick check on check 1 which passed. The cse restarted the instrument and ran precision. The cse ran patient precision for glu and co2, resulting satisfactory. The cse revisited the customer site and performed mix testing and fluidics testing and found that sample probe 1 (s1) mixer and the sample metering pump were faulty, and replaced both parts along with the sample probe. The cse performed another set of mix tests, resulting within specification. The cse returned to the customer site the following day and adjusted the sample arm at each aliquot truck and verified the sample drain vacuum. The cse completed testing on sample 1, which passed. The cse revisited the customer site the following day and found that the system was adding water to the aliquot during sampling and suppressing results during panel testing. This was caused by a faulty air knife/drain. The cse replaced it and performed alignments on sample probe and the integrated multi-sensor technology (imt) probes at the aliquot truck. The cse verified the vacuum readings at the drain and performed challenge testing on the sample probe, which resulted satisfactory. The cse repeated all systems qc, resulting satisfactory. The cause for the discordant, glucose and calcium results is associated with a faulty s1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 500 instrument (serial number (B)(4)). The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). Some of the patient samples ((B)(6)) were repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher and matching the patient medical profile. In addition a discordant, falsely low calcium (ca) result was obtained on the same original dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu and ca results.